Manufacturer narrative:
Date of report received 30 may 2019. MFR received date 04 apr 2019. The customer troubleshot with technical support and found that extended self test (est) had not been performed. The customer performed est several times due to having several circuit issue and found that the unit was displaying "the cell is bad and needs replace". The customer was advised to replace the cell. Information was received that the customer replaced the external o2 cell to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 27march2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the ventilator alarms low oxygen. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. Event date not specified, estimate used.